Event description:
It was reported that following a low anterior resection, there was leakage 2-3 days post-operatively. During the original operation, the doughnut and leak test were fine. Reoperated to creat a temporary colostomy.